Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507652 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
Follow-up was conducted and from the information obtained it was reported that the patient was seen for a follow-up visit two days after the patient had called medtronic patient services. At the patient's visit a device check was performed and showed that the device is functioning normally. Additionally, there was no record of inappropriate therapies. It was noted that the patient's next follow-up visit is in three months. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
The patient called and reported that they had been shocked twice recently and was not sure if they were necessary. The patient stated that it went off four times and felt like being hit with a baseball bat. The device remains in use. No further patient complications have been reported as a result of this event.